Manufacturer narrative:
The reported event could be confirmed since the device was not returned for investigation. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing or design related problems were unable to be identified as the lot number was not communicated. With the available CT scans a formal medical opinion was sought: in the provided CT scan radiolucence and some large cysts can be confirmed. There is also some subsidence visible, which can be found in the talar and the tibial component. Therefore, I would assume, that loosening and small migration has occured in both the cases. There is no clear reason for the failure visible. The bone substance, however, looks poor and therefore a patient related factor due to that can be assumed. Failure of total ankle replacement tar over time is a known complication. In case of a planned revision procedure a medical opinion aiming to determine the root cause of the failure is part of the internal investigation process. Sufficient radiological and clinical information must be provided to enable a meaningful clinical assessment and to identify possible causes of failure. In cases where a CT scan is the only available clinical source, the assessment is limited. No conclusive statement can be provided, because key clinical information e.g. Clinical status, exact symptoms and range of motion of the patient, assessment of the treating physician is missing. The root causes of radiographic findings such as radiolucent areas and bone cysts are often complex and multifactorial and cannot be determined scientifically without this decisive evidence. Based on the available medical opinion the most likely the root cause can be attributed to patient related due to poor bone substance. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery of both the tibial and talar components for loosening.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery of both the tibial and talar components for loosening.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. A review of the device history is not possible because the lot number was not communicated. If additional information becomes available, it will be provided on a supplemental report.